Event description:
It was reported that non sustained lead noise due to sensing latency between near and far field electrograms was observed on the rv lead. The device was reprogrammed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.